Event description:
Customer reports to have experienced keypad anomaly. Customer reports that after priming, buttons were slow to respond. Customer's blood glucose was 140 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had moisture damage found on keypad traces. All buttons functioned properly. The insulin pump received with minor scratches on display window, cracked display window at bottom right side corner and cracked case at display window corner, cracked reservoir tube lip and broken pump belt clip slot.